Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on reuse number 1. The pre-treatment weight was 55.7kg and target for the treatment is 1.3kg. Per the hcp, one hour into the treatment the pt complained of feeling hot. The machine removed 1.1kg when 0.1kg registered on the screen. The total fluid removal from the pt was 3.0kg while the machine read 0.1kg. It is unknown if any alarms occurred during this treatment. The pt was given normal saline as fluid replacement and treatment was continued with new disposables without incident.